Event description:
The couch metal band broke and couch lost control during treatment, but no one was hurt in the incident. After disassembling the couch and investigating carefully, it was found that the holding bolt which holds the metal band was broken. Instead of a screw, a broken screw tap was left in the screw hole.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).